Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the actions/interventions taken to resolve the poor communication were that the message was relayed to a manufacturer¿s representative, who handled the issue. Additional information was also received from a consumer indicating that the steps taken to resolve the poor communication were that they talked to a company representative, and they had the patient toggle between the front button and the 3rd button on the side until they got a reading. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient was getting poor communication with and without their antenna. Patient could not get their programmer to recognize their ins and was getting the poor communication screen. Patient confirmed they replaced the batteries and received a replacement programmer but the issue was not resolved. No symptoms or further complications were reported.